Event description:
Pf 106 advantage af clinical study, subject ID: (B)(6). It was reported that during the blanking period following a pulse field ablation (pfa) procedure that had used a farawave pfa catheter atrial fibrillation (af) reoccurred. A recording device in the patient indicated af with rapid ventricular response was present so the patient elected to have a dc cardioversion (dccv) procedure. After the dccv was completed, the af returned within a few minutes. While recovering the patient returned to a normal sinus rhythm; however, they were prescribed flecainide twice a day. The af returned the following day and so the patient was given amiodarone. The issue is considered ongoing. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.